Event description:
Patient received regular order for trach supplies, 2 tube trach bivona tts vflg ped 5.5 (item ID 67p055) manufacturer ICU medical in supply shipment. Patient/caregiver reported: for lot#6076293-missing obturator, for lot#4459581- inserted into patient and patient could not breath, they removed it right away. They then tested the balloon and the balloon wouldn't inflate. Reported both items were faulty out of box. No lasting effects or additional intervention required, however due to significance of medical situation and potential risk, risk manager elected to formally report item defects. Patient code: 1816. Device code: 2306;1310. Reference report: mw5186801.